Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they didn't think the device was helping them since they got their current implant on (B)(6) 2023. The patient stated they knew they were not supposed to drink fluids or hot stuff, so they'd thought they would try not drinking hardly any fluids in the last month. Their symptoms were still doing the same thing even though they were hardly drinking at all. Patient services asked the patient if they'd tried every single program setting, and the patient stated that they thought they had set the stimulation pretty high the last time someone came to the doctor's office to help them adjust the stimulation when they first got the new system. That level of stimulation had been quite strenuous at first for them, but they had gotten used to the setting. The patient stated they hadn't tried to up the stimulation anymore since then. They said about their current implanted system "I guess they didn't put it on the same place it had been before" , because it felt to them like it was "laying on a nerve on their hip." They also described their current implant as not being in the center, but to the right of their "butt crack. The patient stated the pain would travel through their hip and down their right leg. They stated they put "numb out" pain cream on nightly because of the issue. Patient services sent the patient physician listings at the patient's request as the patient wanted to discuss with a healthcare provider (hcp) what to do to have the implanted system removed and to also check the implanted system. In discussing with the patient, the patient admitted they hadn't been aware about programs, so patient services reviewed device description/function as well as therapy expectations, programming, stimulation and ins battery longevity considerations with the patient. The agent walked the patient through connecting to their settings. The therapy was on. The patient was on program 1 at 1.6 ma. The patient switched to program 2. They said they were currently not feeling the pain in their leg with the therapy off but patient services wanted to note the patient did not clarify if they'd been feeling pain up until they turned the therapy off when they switched programs. The patient then increased the stimulation to 1.9 ma on program 2 and confirmed they felt the stimulation comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment, call back for assistance if needed, and reach out to a managing health care provider for further concerns about their symptoms.